Event description:
An integra sales rep received an inquiry from the user facility ((B)(6)) regarding a notice that they received from (B)(4)., concerning an outdated instructions for use (IFU) provided for xylocaine supplied by (B)(4) which is included in codman's cranial access kits and disposable icp kits. (B)(4) revised the IFU for the xylocaine in (B)(6) 2010, but failed to inform integra of the revised IFU. Integra includes xylocaine in several of their medical devices including cranial access kits. Integra has not received any inquiries or complaints related to this issue.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.